Event description:
Upon receipt of the product, the hypotube was noted to be fractured. At the end of the procedure and upon withdrawal, the shaft fractured. There was no adverse impact to the procedure or to the patient. This product is available for testing and evaluation but the engineering report has not yet been completed.